Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called and reported the customer experienced low blood glucose of 30 mg/dl at the time of the incident. The customer used food and glucose tablets to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The caller alleged the insulin pump was over delivering. Troubleshooting was completed. It was found the reservoir was showing more insulin than what was shown on the status screen of the insulin pump. There was a 100 units in the reservoir and the insulin pump showed 97.1 units. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.